Manufacturer narrative:
Investigation summary: with the available information, bsc determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise resulting in pacing inhibition and right ventricular (rv) lead impedance measurements of > 2500 ohms. Surgical intervention will be performed within the next month to replace the device and rv lead. No adverse patient effects were reported. Despite repeated attempts we were unable to obtain further information.